Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Although difficult to re-create , the failure was confirmed. This is a new failure mode whereby water in the column is splashed into the outlet port of the column. This occurs due to high velocity of air flow lifting water from the top surface of the water in the column and into the outlet port of the column. The high air flow occurs due to the small cross-sectional area of the air flow path from one side of the column to the other. Specifically, the narrow gap between the level sensing tube and paper/column creates a rapid flow of air. The device history records were reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lots in question that can be associated to the complaint reported. The dhrs show that the product was assembled and inspected according to specifications. The complaint has been confirmed in a laboratory environment. Anesthesia and respiratory r & d engineers were able to simulate the defect condition on a teleflex column. Due to assembly variations of the level sensing tube inside the column, agitated water can migrate to the top of the column and splash into inspiratory port allowing water to flow toward the patient. A non-conformance was opened to address this issue.

Event description:
Customer reported "water into circuit all the way to interface". The user could see water from the column after 10 minutes on 50 liters per minute using a comfort flo plus cannula. The column was replaced. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported "water into circuit all the way to interface". The user could see water from the column after 10 minutes on 50 liters per minute using a comfort flo plus cannula. The column was replaced. No patient harm was reported.